Event description:
It was reported that the patient presented in the emergency room after feeling vibratory alert. Upon interrogation, it was noted that the atrial lead exhibited low pacing impedance. The lead also exhibited noise oversensing resulting in inappropriate mode switch. The lead was capped. The patient was stable and discharge.

Event description:
Additional information noted that the low pacing impedance was also observed during the device replacement on (B)(6)2024 and the ra lead was repaired at that time.